Event description:
The manufacturer received information alleging a ventilator was not generating enough pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly was replaced due to contamination.

Manufacturer narrative:
Product problem was selected in section b1.